Event description:
It was reported that the patient heard a different, high/low patient alert tone during the daily magnet check of the device. The patient was inquiring if this meant battery depletion. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.